Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had nearly separated from the luer of the infusion set with multiple infusion sets allowing insulin to leak. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.